Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a flexiva 200 laser fiber, the fiber burned back within the first 10 minutes of using the fiber. Laser energy from a holmium 100 watt laser was being used with the fiber. The laser settings were 1.2 joules and 8 hertz for a setting of 9.6 watts. The procedure was completed with another flexiva 200 laser fiber, without any complications to the patient, who is reportedly "fine" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The customer could not confirm that the tip of the fiber had broken off.

Manufacturer narrative:
(B)(4). Visual examination of the returned fiber revealed that the pattern on the tip face is consistent with degrading. A portion of glass is missing from the tip indicating that a piece of the fiber detached.